Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip opened while locked and recurrent mr were unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative regurgitation (mr) with a grade of 4+. An xt clip was inserted, but after the release of the clip, it opened to 20 degrees. A second clip was placed to stabilize the first, reducing mr to a grade of 1+. On (B)(6) 2024, echocardiography showed mr had increased to a grade of 2. The physician stated the mr appeared to be coming through or right next to the clip that had opened slightly.